Manufacturer narrative:
The root cause of the observed behavior were batteries which aged prematurely after an update of the power supply software to 1.50 end of 2015. Voluntary recall is initiated: dräger has developed interim solutions with customers who carry out transports frequently to prevent the potential for ventilator failure during the typical clinical workflow. Information of users via fsn about this issue and provide specific advices to customers using devices for transport. Downgrade of the power supply software to fw 1.49 and replacement of batteries. Preventive replacement of batteries each 6 months until final solution is available. Notification of affected customers until february 8th, 2016. Sw downgrade from 1.50 to 1.49 and exchange of affected batteries of ps500 until july 31, 2016. The device alarmed prior to battery depletion, the stop of ventilation was announced via the secondary alarm source as specified.

Event description:
It was reported: "the device has been used on a patient for transport. After 5 minutes the device switched off." There was no injury reported.